Manufacturer narrative:
The follow-up medwatch report indicates: physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to a shorted integrated circuit chip, designator c70 from the digital pcb assembly. The customer received a replacement device. The follow-up medwatch report should indicate: physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to a shorted capacitor, designator c70 from the digital pcb assembly. The customer received a replacement device.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to a shorted integrated circuit chip, designator c70 from the digital pcb assembly. The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported their device was showing all three icons (attention, charge-pak and service wrench) and would not power on. There was no patient use associated with the reported failure.